Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted the patient noted significant glare, haloes, shimmering vibrations in bright lighting conditions. She is unable to read street signs at night. Additional information was requested.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).